Event description:
Intra-abdominal abscess [abdominal abacess]. Case description: initial info was received on 7/22/08 from hcp via FDA medwatch program. The pt's age, sex, and initials were unspecified. The pt has a medical history of crohn's disease. In '08 , he/she underwent surgery for reversal of ileostomy and received placement of seprafilm under the incision to prevent adhesions. At approximately 2 weeks later, the pt experienced intra-abdominal abscess which consisted of infected seprafilm. The pt was hospitalized on an unk date. Treatment included percutaneous drainage of intra-abdominal abscess with CT scan and intravenous antibiotic therapy. Event resulted in disability or permanent damage/impairment. No further info provided.